Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that fracture was noted on the right atrial (ra) and right ventricular (rv) lead. The physician explanted and replaced the ra and rv lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the ra and rv lead exhibited noise. Additionally, out-of-range pacing impedance was noted on the rv lead. An x-ray and fluoroscopy confirmed the ra and rv lead fractures.

Event description:
New information received noted that the rv lead exhibited high pacing impedance.